Event description:
It was reported that there were atrial high rate episodes observed via carelink transmission. Episodes appeared to be due to noise (artifact) versus true atrial activity. P and r-waves measure 5.6 mv to 8.0 mv. Caller said they were able to reproduce noise on both the atrial and ventricular leads with provocative testing, i.e., isometrics, arm movement and pocket manipulation in both bipolarand unipolar sensing. Impedances remained steady and as expected, even when measured during provocative testing. In unipolar the oversensing decreased with the atrial lead, but was more pronounced with the ventricular lead. The patient reported feeling dizzy at times when going from a supine to standing position. The device was reprogrammed, changing ventricular and atrial sensitivies to higher values and atrial sensing to unipolar. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592 non-defib lead (B)(6) 2008. (B)(4).